Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp device for mechanical circulatory support then escalated to an impella 5.5 device. Approximately five days after start of the impella 5.5 support, bleeding was noted at the access site. The patient was taken to the operating room to reopen the pocket, and no bleeding was noted in the pocket. Following, a computed tomography scan showed a hematoma around the access site. One unit of packed red blood cells were administered. Support continued. The patient was eventually weaned and device explanted two days later with a survival outcome.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26064 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2025-26064 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.